Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of the low pump flow and the purge system blocked alarm was due to biomaterial. However, the cause of the damaged guidewire was not determined since the guidewire was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, there was alarming on the aic for low flow and blocked lumen. The decision was made to replace the pump and guidewire. The wire was seen to be damaged at it's tip. The product was replaced but, due to the exchange a hematoma developed at the access site. The hematoma was troubleshot effectively without the need for rbcs. Staff later noted impella slightly deep at 4.5 cm. Urine has transitioned to cy from red/cherry. The patient remained on 3 of dobutamine, and .2 of nipride. No additional information provided.